Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system clinical use was unknown. It was reported that the device was not booting. The issue got resolved by the customer based on the information from the service max. So, the remote work order got cancelled. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating the operating system could not start. No harm was reported to philips. Philips has started an investigation of this complaint.